Event description:
It was reported that during device change-out for normal eri, low lead impedance was noted on both atrial and rv leads. Also, high capture threshold was also observed on the rv lead. The leads were capped and replaced on (B)(6) 2017. The patient was stable.